Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a stonetome stone removal device was used during an est (endoscopic sphincterotomy) procedure. According to the complainant, during the procedure the tome cut wire failed to cut adequately. The procedure was completed with another manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).